Event description:
It was reported the catheter would not advance over the guidewire. The guidewire was retracted fully and deployed again and catheter still wouldn't advance more than 1cm. An attempt was made to reset the catheter and it would not go fully back. The guidewire could not be retracted and the device could not be removed. The physician removed the needle from the device and the catheter easily released from patient fully intact. The guidewire was bent. No patient harm was reported. The patient's condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter would not advance over the guidewire. The guidewire was retracted fully and deployed again and catheter still wouldn't advance more than 1cm. An attempt was made to reset the catheter and it would not go fully back. The guidewire could not be retracted and the device could not be removed. The physician removed the needle from the device and the catheter easily released from patient fully intact. The guidewire was bent. No patient harm was reported. The patient's condition is fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one endurance assembly for analysis. Signs of use in the form of biological material were observed on the catheter body. Visual analysis revealed that the catheter body was completely deployed off the cannula. Additionally, the guide wire slider was completely retracted, and the guide wire was deployed. Visual analysis revealed that the guide wire was kinked directly adjacent to the cannula bevel. Microscopic examination confirmed the kinking and revealed that the catheter body contained holes/cuts adjacent to the distal tip. These holes appear consistent with the catheter being retracted back over the cannula, which matches the customer description. An attempt to retract the guide wire by moving the slider was performed; however, it was stuck. To analyze the cause of the resistance, the endurance assembly was opened. Large quantities of dried biological material were observed inside the endurance shell. Dried biological material was also observed on the guide wire directly adjacent to the proximal opening of the cannula. Undue force was required to free the guide wire. Once freed and the biological material removed, the guide wire passed through the cannula with little to no resistance. Based on the appearance and quantity of the biomaterial, it is being assumed this caused the resistance reported by the customer. The kinking on the guide wire measured 40mm from the distal weld. The guide wire total length measured 12 1/8" which is within the specification limits of 12 3/64"-12 13/64" per the guide wire product drawing. The guide wire outer diameter at the distal weld measured .00820" which is within the specification limits of .0080"-.0105" per the guide wire product drawing. The cannula outer diameter measured .0357" which was within the specification limits of .0355"-.0360" per the cannula product drawing. The cannula inner diameter at the proximal end measured .018" which is within the specification limits of .018"-.021" per the cannula product drawing. As the guide wire and slider were already deployed/retracted (respectively), an attempt to carefully retract the guide wire back into the needle was performed. Major resistance was encountered which prevented the slider from moving. The endurance device was then opened, and large quantities of biological material were observed within the shell, specifically on the guide wire directly adjacent to the proximal opening of the cannula. Undue force was required to free the guide wire. Once freed, the biomaterial was removed, and the guide wire was reinserted through the cannula. The guide wire appeared to pass with little to no difficulty. Performed per IFU statement "stabilize position of needle/handle and carefully advance guidewire into vessel by pulling guidewire slider back into handle. The guidewire slider has centimeter markings to indicate how far the guidewire is advanced past bevel of needle. When guidewire slider has the '0' mark covered by the device, tip of guidewire is positioned at needle tip". A manual tug test confirmed that the guide wire was secure within the slider. The IFU provided with the kit informs the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur". The IFU also states, "prior to insertion, guidewire must be fully retracted into needle or blood flashback may be inhibited". The IFU also warns, "do not retract guidewire through needle while in vessel to reduce risk of guidewire damage and embolization. If it is necessary to withdraw guidewire once deployed , needle and guidewire should be removed as a unit". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was deployed out of the cannula but was kinked directly adjacent to the needle bevel. Upon encountering heavy resistance during functional testing, the endurance assembly was opened. Large quantities of biological material were observed on the guide wire adjacent to the proximal opening of the cannula. This likely contributed to the eventual resistance reported by the customer. The guide wire and the cannula met all relevant dimensional requirements. Once the biological material was removed from the guide wire, it was able to pass through the cannula with little to no resistance. Based on the sample received, the build-up of biological material on the guide wire, and the customer report that they retracted/deployed the guide wire several times, the root cause of the kinking is likely due to unintentional use error. Teleflex will continue to monitor and trend for reports of this nature.